Event description:
The manufacturer received information from a customer that the oxygen (o2) sensor calibration, write oxygen blending module (obm) cal table, and hardware power fail test steps had failed on trilogy o2 device. There was no serious patient harm or injury that occurred or was reported. The trilogy o2 device was evaluated by a manufacturer's service technician. The manufacturer's service technician did not provide any findings on the cause of the hw power fail test step to fail on the device. There was no part(s) replaced, or repairs made to the device for the hw power fail test step. The manufacturer's service technician reevaluated for the o2 sensor calibration and the write obm cal table and determined the oxygen blender printed circuit assembly (pca) had caused these two steps to fail on the device. The obm pca was replaced at this time to address the issue. After the parts were replaced, the manufacturer's service technician performed the test steps again on the device, and it passed. Additionally, during the service of the device, the oxygen blending module printed circuit assembly was replaced for an error code, obm accuracy urgency (e-0344), that was observed in the device's error log. The motor blower, stirring foam, and forty-three micron filter was replaced for preventative measure unrelated to the reportable issue.